Manufacturer narrative:
Addition microbial testing was requested on (B)(4) 2011 for pseudomonas and results were reported on (B)(4) 2011 as negative for that bacteria, no updated status as of (B)(4) 2011.

Event description:
It was reported on or around (B)(6) 2011 to dr. (B)(6) that dr. (B)(6) performed a circumcision on an infant patient. The patient was brought into the facility the following saturday because of an infection. The following day the infant was brought in again and then sent to the hospital via ambulance. The infant was moved from a local hospital to the (B)(6).